Manufacturer narrative:
Lot/serial no. - updated to reflect investigation findings. Although the lot number was reported as 30, this number does not match any lot numbers manufactured for the retriever device. Therefore, a review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Intracranial hemorrhage is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that intracerebral hemorrhage was observed during the thrombectomy procedure. The patient was administered protamine (unknown dose) to reverse heparin. The patient recovered without sequelae. No further information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that intracerebral hemorrhage was observed during the thrombectomy procedure. The patient was administered protamine (unknown dose) to reverse heparin. The patient recovered without sequelae. No further information is available.